Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant products: carto 3 system, model # m-4800-01, s/n: (B)(4), smartablate pump, model and serial numbers unknown, smart touch catheter (not used on patient), model # d-1347-02-s, lot # 17500002l, lasso catheter, model and lot numbers unknown, st. Jude medical brk transseptal needle, model and lot numbers unknown, st. Jude medical lamp sheath, model and lot numbers unknown, cryo freezer sheath, model and lot numbers unknown. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an ablation procedure for atrial fibrillation with a thermocool smart touch unidirectional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis. Prior to catheter insertion, it was found that the catheter could not successfully plug into the cable. The catheter was changed out for one from the same lot, and the case began. During the transseptal phase of the procedure, the patient became hypotensive, and the tamponade was confirmed via intracardiac echocardiogram. A pericardiocentesis was performed, and 1200ml of fluid were removed. The patient required extended hospitalization for monitoring, but eventually recovered fully. The physician¿s opinion is that the injury was procedure related. There are no known patient factors that may have contributed to the event. The patient had previous ablation for atrial fibrillation. A transseptal puncture was performed with a st. Jude medical brk needle. The sheaths in use were a st. Jude medical lamp sheath and a cryo freezer sheath. No ablation had been performed prior to the injury, but the generator was set to power control mode with nominal cutoff values. Impedance values were approximately 120 ohms, and power was titrated from 30-35w. Anticoagulation was administered, with activated clotting times maintained between 300-350 seconds. Irrigated catheter flow was set to 8cc/min for low flow and 17cc/min for high flow. Spi values are unknown, but there were no associated warnings or indications. The catheter was zeroed after the initial warm-up phase, and the carto 3 system did not indicate to re-zero it at any point. No other catheters were in close proximity. No error messages presented on any biosense webster equipment during the case.

Manufacturer narrative:
(B)(4). It was reported that a (B)(6) female patient underwent an ablation procedure for atrial fibrillation with a thermocool smart touch unidirectional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis. The returned device was visually inspected, and was found in good condition. Per the reported event, the catheter was tested for electrical performance, temperature response and generator compatibility, and it was found within specifications. A deflection test was performed, which the catheter passed. The catheter was evaluated for eeprom, and the sensor functionality was tested on a carto 3 system. The catheter was recognized by carto 3 system with no error messages and proper visualization. Eeprom data demonstrates that the catheter was properly calibrated during manufacturing. The force feature was evaluated and passed. Finally, an irrigation test was performed, which the catheter passed. No occlusion was observed. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac tamponade remains unknown. The instructions for use state that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.